Event description:
The customer stated that the architect analyzer generated higher than expected patient results for the co2 and onion gap. One patient sample generated an initial result of 33 meq/l that was repeated at 24 meq/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Water supply. An investigation was conducted to evaluate this issue. The evaluation included a review of the complaint text, a review of the latest available erratic occurrence rate data based on one year review of complaint data, a review of the latest available product improvement team clinical chemistry metrics, a review of the instrument history, a review of the system logs, a review of the system operations manual and the architect carbon dioxide reagent package insert. All controls were acceptable and maintenance was up to date. The review of the instrument service history identified previous concerns with the water supply that were resolved with decontamination of areas like the water cups and water bath. Based on the evaluation results, no malfunction or product deficiency were identified related to this product and the likely cause of the issue is the water supply since the issue occurred on two different instrument that share the same external water delivery system during the same timeframe. The customer was referred to the system operations manual which provides multiple probable causes of this issue along with the corrective and preventive actions.